Manufacturer narrative:
Device details unavailable at the time of this report, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, a skin revision was performed to remove the skin overgrowth on (B)(6) 2017. Following the procedure, the issue had reportedly resolved.